Event description:
It was reported that during an unknown time, the unit had a problem skipping on skin. There was no patient impact or delay. Due diligence is complete.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: canada.